Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient had "twiddled" the device and pulled the lead back. The patient received a shock as a result. The lead was removed and replaced. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. There was blood on the distal electrode and the helix was bent. Visual analysis noted there was apparent explant damage.